Event description:
Failure to alarm: the negative pressure machine showed a good pressure, but the dressing was saturated and leaking.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f large w/ soft port. Smith & nephew received the above product complaint for adverse event. No pictures, no samples and no lot number information were provided for evaluation. A device history record review investigation could not be initiated with the limited product information provided. Possible root causes for saturated dressing and leakage are: blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. In order for a blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded and an alarm would have been be triggered within 3 minutes. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. Analyzing all the possible elements, the pump did not alarm as the system sensed that somehow proper negative pressure was achieved and maintained, including the soft port. This is supported by the complaint description were it indicates that the pump pressure reading was 150 mm/hg. Possible root causes for pump not triggering a blockage alarm may include: system was drawing enough air through the quick-click connector, system was drawing enough air through the canister connection, system was drawing enough admitted air through the fluid handling pathway, loose antimicrobial filter insertion; caused a minor air leak between pump and canister filter hose. This issue was confirmed, and (B)(4) was initiated to further investigate the root causes for failures of this type, and drive any potential corrective actions. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.